Manufacturer narrative:
A product development investigation was performed for part #314.743, synthes lot#7432393. The complaint condition is confirmed. A device history record (DHR) review, device inspection and drawing review were performed as part of this investigation. Replication of the complaint conditions is not applicable as the device is already broken. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The roughly transverse break is located 7 to 8mm distal to the distal edge of the drive shaft helix. The helix is intact. The balance of the device shows surface wear but is in functional condition. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone per reamer/irrigator/aspirator (ria) technique guide. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision, were reviewed. Due to the missing portion, applicable measurements of the hexagonal tip could not be obtained. The shaft directly proximal to the break was confirmed to be within the specification per relevant drawing. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The device was found in sterile processing and there was no patient or surgical involvement. During the investigation no manufacturing issue and product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Additional classification codes: hrx. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A device history record (DHR) review was performed: DHR review for part #314.743, synthes lot#7432393. Release to warehouse date: april 7, 2014. Expiration date: n/a. Supplier: (B)(6). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the handle is broken on a depth gauge for 1.3mm and 1.5mm screws and the metal measuring wire is broken off on a depth gauge for 2.0mm and 2.4mm screws. A third device, a reamer/irrigator/aspirator (ria), was found with the tip broken off. It was reported that the hex portion was missing and the metal is broken and jagged. All three devices were found in sterile processing and there was no patient or surgical involvement. This complaint is for one devices. This report is 1 of 1 for (B)(4).